Manufacturer narrative:
Product has not been received by MFR. The investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: "the circuit is cracked on the part that connects to the heater next to where the heated wire inserts". Complaint states that the crack is about an inch long on the side engraved into the white plastic. No pt injury reported.